Manufacturer narrative:
Device evaluation summary: according to the information reported the patient experienced a deflation in the saline implant. During visual evaluation of the device a tear was observed on the anterior view and extending to the posterior aspect, measuring approximately 14.6 cm. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with an unknown textured mentor saline breast implant and experienced postoperative right-sided deflation. As a result, the patient underwent explantation and replacement with 370cc smooth mentor memorygel breast implant, catalog # smpx370, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019.